Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) results were out of range prior to the patient sample run. The customer ran precision testing on multiple patient samples, which passed. The customer reran qc, which were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified all alignments and inspected all tubing. The cse replaced reagent probe 2 ultrasonic transducer. The cse performed all alignments and ran a system check, which passed. The cse performed calibrations and ran qc, which were within range. The cause of discordant, falsely elevated valproic acid result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated valproic acid result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument multiple times, all resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated valproic acid result.